Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges she attended minor injuries and eye casualty, location and contact information unknown, and was treated with antibiotics and a mydriatic for a bacterial infection of the left (os) eye. This information could not be confirmed with medical documentation. Good faith efforts have been made to obtain additional medical information without success, additional information on the event, treatment, and diagnosis is unknown. The patient was seen post incident by their optician. Per medical documentation received, as of (B)(6) 2017, the incident has fully resolved with no changes to the patient's visual acuity, the patient has resumed daily wear lens use.